Manufacturer narrative:
Date of event: (B)(6). Date of report: 26aug2019. Checked service manual for possibly solutions to the issue and came to the conclusion that the data acquisition board would need to be replaced. While replacing the data acquisition board noticed that the v60 ventilator would require a new da to mc cable, so installed that as well. Once all parts where installed continued with performance verification on v60 ventilator unit passed electrical safety and performance verification. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
During performance maintenance of v60 ventilator unit failed oxygen flow accuracy test. There was no patient involvement.